Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.